Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va1ttgf, implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 13-aug-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient with an im plantable neurostimulator (ins) for the treatment of urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient came to the hcp¿s office and their incision was partially open where the ins was implanted. The ins and lead were explanted on (B)(6) 2019 due to a possible infection. No further patient complications were reported as a result of this event.